Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported that ever since they were implanted with the device they've had issues recharging the device. Pt stated reposition recharger continues to display and they can't charge. Pt stated they've had the recharger replaced a couple times and the issue didn't resolve. Pt is now having their implanted device replaced with a non-rechargeable device tomorrow. No symptoms were reported.